Manufacturer narrative:
Initial reporter: there was no contact name and phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The capacity was measured and found to be too low / out of specification. However, the assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery device did not charge. It was not reported if the device was used in surgery. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.